Event description:
It was reported by the customer that their insulin pump had been damaged and the device's display screen was blank. Customer stated that they had been pushed into water while on vacation and the device had been exposed to moisture. Next, customer stated they placed the device in rice to draw out the moisture. Customer stated once they reinserted the batteries, the device began to over heat. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 356 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor assembly. Insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.